Event description:
Patient additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A patient reported they experienced the events of ¿carried out an ultrasound and found a lump which they have had to drain fluid from, and the implants have now started creasing changing the shape. It was later confirm by the patient that the ¿biopsy came back as a benign cyst however this being the case I am still not confident in keeping the implants in due to the research about my implants¿ and ¿causing me severe anxiety with knowing about them having links to causing cancer¿. This relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation : seroma-late . Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
A patient reported they experienced the events of ¿carried out an ultrasound and found a lump which they have had to drain fluid from¿, and ¿the implants have now started creasing changing the shape.¿ this pr relates to the right side. The device remains implanted.